Event description:
The healthcare professional reported that the patient presented with middle cerebral artery (mca) stenosis underwent a vascular stent placement procedure, and during the procedure, a 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452200 / 7345744) was impeded in the proximal section of the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 31000497) and could not be further advanced. The physician removed both the stent and the microcatheter from the patient¿s anatomy and switched to new devices to complete the procedure. There was no report of any negative patient impact. One photo was included in the complaint. On 28-apr-2023, additional information was received from the cerenovus sales representative that the complaint devices are not available for returned; they were discarded. On 05-may-2023, additional information was received. The information indicated that when the stent was removed from the patient, it was still on the delivery wire. There was no damage on the stent / stent delivery system. Nothing unusual was noted about the system prior to use. A continuous flush was maintained through the microcatheter. Prior to the issue with the stent, no other device went through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device of the same catalog number (enc452200) and the replacement microcatheter was another prowler select plus microcatheter (606s255x). There was no allegation of patient injury; there was no negative patient impact. The reported event did not result in any clinically significant delay in the procedure. The additional information also confirmed the complaint devices are not available for return.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. The product analysis lab team reviewed the photo included in the complaint. The review is documented below. [Photo review]: on photo was attached to the complaint file in which the proximal section of the microcatheter was shown. Two blood spots were noted inside the hub. Neither the stent component nor the delivery wire is observed in the picture. Per the event description, there is no report that the sent became disengaged from the delivery wire and it is difficult to tell if the stent component is inside the microcatheter hub due to the resolution and the distance from where the picture was taken. No damages were noted in the microcatheter, and the rest of the device is not shown. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7345744. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The reported issue documented in the complaint cannot be evaluated based on the photo provided. A functional test needs to be performed. This evaluation was based solely on the one photo. The complaint device was reported to have been discarded, therefore, no further investigation will be conducted. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00270. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.